Event description:
The following information was provided by the initial reporter: "when inserting a 18g retractable peripheral venous catheter, batch: 4361603, the canula did not retract properly and appeared to be blocked. The anti-reflux function of the catheter was blocked, causing significant blood flow. After slight manipulation, the needle retracted completely and the anti-reflux function was restored." The medical device in question was not kept by the department. There were no clinical consequences for the patient and the procedure was not prolonged. However, the risk was to the professional, as the action created a risk of a serious adverse event. The professional was protected, which meant that there were no proven consequences.

Manufacturer narrative:
E.1. Characters limit is exceeded at facility name: (B)(6). Device evaluation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction failure is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention.